Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2523190-2018-00033, 2523190-2018-00034.

Event description:
This is 1 of 3 complaints. It was reported to integra lifesciences that a n18bs10 buzz nonstick length 16.8cm (6.61) tip size was used during a thyroidectomy case. The device was noted to be sparkling during the procedure. There was no patient injury reported. Additional information indicated that it took them a few minutes to change the instrument and proceed with the surgery. No patient complications were noted.

Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. Inspected the returned two buzz nonstick bi-polar forceps, there is damage to the tip area where the insulation meets. We cannot test the reported issue of the tips sparking. It is being sent back to germany for testing and supplier notification. The supplier replied that there is no malfunction or any damage on the instruments. The isolation shows normal signs of use but there are no scratches that could cause a malfunction. The isolation is intact and both items are fully functional. They were unable to confirm the reported issue. The instruments were tested and there was no malfunction found. Linked to mfg report number: 2523190-2018-00033, 2523190-2018-00034.